Event description:
The pump irrigation flow increased continually during the procedure. It was attempted to perform the manual adjust, without any success. The pump failure caused edema in the patient¿s calf, leading to obstruction of the blood flow in the region. The patient did not have any permanent injury, however, he suffered a great risk. The pump was removed and the surgeon was able to restore the blood flow in the affected area and finalize the procedure. The patient is well.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device has not been returned and no further information has been provided till date that would help in the investigation. A root cause for the reported failure cannot be discerned. Further, a review into the depuy mitek complaints system revealed two dissimilar complaints for this serial number in the past, but the failures could not be confirmed and no problem was found with the pump. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The pump irrigation flow increased continually during the procedure. It was attempted to perform the manual adjust, without any success. The pump failure caused edema in the patient's calf, leading to obstruction of the blood flow in the region. The patient did not have any permanent injury, however, he suffered a great risk. The pump was removed and the surgeon was able to restore the blood flow in the affected area and finalize the procedure. The patient is well.